Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display issue the customer¿s blood glucose was 6.5 mmol/l at the time of incident. Customer stated that the insulin pump was making a high pitched noise and the screen was blank. Customer also reported that the insulin pump alarmed unexpected restart after the battery has been removed and reset the insulin pump. Unable to complete the troubleshooting due to no new battery is available to test the insulin pump. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify a21 alarm due to blank display. (B)(4).